Manufacturer narrative:
The customer reported that their central nurse's station (cns) secondary display is black after an upgrade. No harm or injury was reported. Attempt #1 03/04/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/11/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/25/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) secondary display is black after an upgrade. No harm or injury was reported.